Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that the customer was hospitalized with an infection and blood glucose over 600 mg/dl. She also stated the customer had experience pain at site when inserting the sensor. Transfer to the helpline was declined.